Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen in (B)(6) 2013 for back and pelvic pain. Dr (B)(6) referred the patient to a different department as the back and pelvic pain were not related to the complaint procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the patient is over the age of 18.